Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that at 2pm, her blood glucose was at 120 mg/dl. Before bed, the customer's blood glucose was 468 mg/dl. The customer changed out her site and delivered 4.2 units of bolus. The customer went to bed and woke up with 400 mg/dl. The customer used a syringe and delivered 5 units. The pump stated her to deliver 10 units. The customer's current blood glucose is 377 mg/dl. The customer was advised to call back if further assistance is needed.